Manufacturer narrative:
(B)(4). The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, noise was observed on the competitor right ventricular (rv) lead when it was connected to this pacemaker. The lead measurements on the pacing system analyzer (psa) were all in normal range. The physician disconnected the rv lead and then reconnected it to the pacemaker and ensured it was connected properly; however, noise could still be observed. The physician stated that he could see blood at the end of the connection and that could be responsible for the observed noise. When the pocket was being closed, the noise was no longer seen. Post-operation checks were performed the following day and noise was not observed during testing. The device was programmed to fixed sensing and the patient will be seen during normal follow ups. No adverse patient effects were reported as the patient is not pacemaker dependent.